Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was conducted. Visual inspection: the viper2 final tightener driver (p/n: 286745550, lot #: ag2093854) was returned and received at us cq. Upon visual inspection, tip of the device was observed to be broken. Additionally, scratches, discoloration were observed on the device. No other issues were identified. Dimensional inspection: complaint relevant dimensional inspection cannot be performed due to the post manufacturing damage / device geometry. Document/specification review: the relevant current and manufactured revision of drawings were reviewed: no design issues or discrepancies were identified. Investigation conclusion: the complaint condition was confirmed for the returned devices. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number ag2093854 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 26 mar 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information. There was no fragments are generated or remained in the patient. The procedure was procedure successfully completed.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: additional event information updated. D9: complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure two (2) screwdrivers broke. There was no adverse patient harm. The surgery completed successfully with another available instrument. There was no surgery delay reported. This report involves one (1) viper 2 system final tightener driver x25. This is report 2 of 2 for (B)(4).